Event description:
I was diagnosed with acanthamoeba virus. It took 13 months to overcome the infection. The pain was quite intense at times and having to put eye drops in every hour around the clock for several months was very difficult. I would like to know how to proceed to regain the money I spent, and also how to be compensated for the scarring on my left eye, which prevents me from wearing contacts ever again. (B) (6)